Event description:
A 53-year-old female with a medical history of coronary artery disease, diabetes mellitus, and renal insufficiency requiring dialysis underwent implantation of an impella cp device for temporary mechanical circulatory support. The indication for use was hemodynamic support during high-risk percutaneous coronary intervention (pci). The device was percutaneously implanted via the right femoral artery prior to pci involving the left main, left anterior descending artery, first through third diagonal branches, and right coronary artery. The interventional procedures included percutaneous transluminal coronary angioplasty, stent placement, and intravascular ultrasound guidance. At the time of impella initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage a cardiogenic shock, and the ending scai classification remained stage a. Following completion of the procedure and successful weaning of impella support, the impella cp device was explanted. The femoral access site was closed using one perclose device that had been deployed prior to arterial dilation. Two additional perclose devices were attempted and did not deploy successfully. The physician assessed the access site and confirmed hemostasis. Distal pulses were present, and the groin site was documented as clean, dry, and intact upon arrival to the unit. Approximately 45 minutes after arrival to the unit, the patient developed right lower quadrant abdominal pain and hypotension. Concern for retroperitoneal bleeding prompted consultation with vascular surgery. The patient underwent surgical cutdown and repair of the femoral artery. Hemostasis was achieved, and the intervention was successfully completed. The patient survived the event. The vascular complication occurred following femoral arterial access and device explantation in a patient with multiple comorbidities, including diabetes mellitus and end-stage renal disease on dialysis. According to the impella cp instructions for use, vascular access complications are known risks. The need for multiple closure device attempts and the patient¿s underlying comorbid conditions may have increased the risk for the access site injury and bleeding.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hypotension/peripheral artery dissection/retroperitoneal hemorrhage/abdominal pain/ppae: the cause of the injury was not determined due to insufficient clinical details.